Event description:
Patient revised to address tibial loosening and subsidence, cement mantle failure on both interfaces, cement manufactured by others.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records for the reported tibial tray component did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lot. The referenced cement product was not of depuy manufacture. The investigation could not verify or draw any conclusions about the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.